Event description:
It was reported that a coating problem occurred. A 185cm straight, pt2 guidewire was selected for use. However, during preparation, it was noted that the guidewire was kinked and there was a problem with the coating. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that a coating problem occurred. A 185cm straight, pt2 guidewire was selected for use. However, during preparation, it was noted that the guidewire was kinked and there was a problem with the coating. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch; overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has a kink in the body of the guidewire located approximately at 39cm from the distal tip. The surface of the device was carefully inspected and no abnormalities were observed, it was smooth and uniform. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.